Event description:
Pt had bilateral breast implants. A few weeks later the right breast wound was not healing. The right breast implant was removed. After removal the wound was treated but still did not heal. The pt went to see another surgeon who cultured staph aureus and enterococcus. Pt was on ampicillin for ten days. They still did not feel better. Pt's temperature went up to 104 f, had body aches. The right breast was hot. There was no drainage. The pt was in the hospital for two days and put on IV vancomycin. The wound finally healed.